Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. A root cause has not been determined.

Event description:
We received a report through a retailer that a male patient experienced an (unconfirmed) eye infection with use of private label multi-purpose solution. The patient has used this product regularly for "years" but about two months ago reportedly developed an eye infection. About 3 days after opening a new bottle, he developed irritation and redness and thought his lenses must be old and so, he discarded them. The symptoms continued and he went to his doctor and was diagnosed with bacterial conjunctivitis and treated with sulfacetamide 10%. His symptoms resolved in about 1 week. When he was ready to resume lens wear he discarded, his old contact lenses and case but used the same bottle of solution. Within 1 day, his symptoms returned. He indicated that he discarded his lenses and case again. His symptoms resolved without further medical treatment after he purchased and used another brand of solution with fresh lenses and lens case. The patient has not responded to our request for authorization to follow up with the treating health care practitioner and return of the complaint bottle of solution.